Event description:
It was reported that high impedance measurements was observed on the chronic ventricular lead. It was also reported that there were no impedance issues prior to the device change out. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.